Event description:
2004, shoulder surgery- arthroscopic repair of labral tear, flap tear. Placement pain pump catheter subacromial space and glenohumeral space; filled with marcaine with epinephrine- 0.5%; 270 cc 1:200, 000. 2004: pump refill: marcaine 0.25%, w/ epinephrine 1:200,000, 50 cc x 5 vials- 250 cc. 2005: MRI revealed: degenerative change on both sides of the joint. 2006: MRI findings: there is new high grade thinning of hyaline cartilage on both sides of the glenohumeral joint, throughout the joint. 2007: total shoulder replacement. Dose or amount: 270 cc 1:200,000. Frequency: 2x2 ml/hr. Route: 014. Dates of use: 2004. Diagnosis or reason for use: #1: repair of labral tear, #2: repair of flap tear.